Manufacturer narrative:
(B)(4). Device is combination product. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Access was obtained via the femoral artery. The concentric lesion being treated was located in the moderately tortuous and moderately calcified left anterior descending artery. The physician advanced a 20 x 3.00mm taxus liberte stent delivery system (sds) to the target lesion. However, resistance was encountered and the sds broke inside of an unknown guide catheter. The device was successfully removed and the procedure was completed with a different device. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the balloon was deflated, as-received. The stent was not present on the balloon. Microscopic inspection confirmed the presence of stent strut impressions on the balloon, confirming that the stent was appropriately positioned and crimped during manufacturing. There were multiple hypotube kinks. There was no other damage or irregularities. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. Access was obtained via the femoral artery. The concentric lesion being treated was located in the moderately tortuous and moderately calcified left anterior descending artery. The physician advanced a 20 x 3.00mm taxus liberte stent delivery system (sds) to the target lesion. However, resistance was encountered and the sds broke inside of an unknown guide catheter. The device was successfully removed and the procedure was completed with a different device. No complications were reported and the patient's status is stable.